Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had been having high blood glucose after receiving his new device. Customer's blood glucose was 1000 mg/dl. Customer's blood glucose at time of call was 222 mg/dl. Customer had been hospitalized for high blood glucose. Customer declined troubleshooting. Customer was advised to monitor the device. Customer will not be returning the device for analysis.